Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, injury, disability and impairment. The litigation does not specifically state which product was used on the patient, therefore, an unknown complaint is being entered. Additional information has been requested, but not yet received.

Manufacturer narrative:
The product family for this women's healthcare product is unknown; therefore; the associated labeling and dfmea could not be determined for review.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced pelvic pain, dyspareunia, erosion, vaginal discharge, difficulty voiding, folded mesh, purulent discharge, foreign body in patient, poor tissue quality, rectocele (prolapse), retained fibers, defect, blood loss, exposed mesh, additional surgical and nonsurgical interventions.